Event description:
The customer observed falsely elevated sodium results from alinity c processing module for multiple patients. The results provided were: sid (B)(6): 43yrs old female patient: initial=193 mmol/l /repeated on alinity 2=135 mmol/l sid (B)(6): 71 yrs old female patient: initial=164 mmol/l /repeated on alinity 2=137 mmol/l laboratory reference range for sodium=136 to 145 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
During the requested site visit, the field service representative (fsr) inspected and the ict modle (09d28-04 lot # 250630393) and worn tbg, ict to ict valve nc (c-35016690-01 lot # l251022023) were determined to be the likely causes of the result issue. The parts were replaced, and the issue was resolved. The customer observed additional result issues and replaced the ict sample diluent to resolve the issues. The ict sample diluent used to analysis of electrolytes on alinity c processing module. The search by product lot did not identify an increase in complaint activity. Additionally review of complaint and trending data associated with the tbg, ict valve nc and ict modle did not identify an increase in complaint activity. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results and for the removal, replacement, and verification of the ict modle (09d28-04). The alinity c service documentation provides instructions for the removal, replacement and verification of the tbg, ict to ict valve nc (c-35016690-01). A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Based on the investigation, no product deficiency was identified for the alinity c processing module, serial number (B)(6), or tbg, ict to ict valve nc.

Event description:
The customer observed falsely elevated sodium results from alinity c processing module for multiple patients. The results provided were: sid (B)(6): 43yrs old female patient: initial=193 mmol/l /repeated on alinity 2=135 mmol/l. Sid (B)(6): 71 yrs old female patient: initial=164 mmol/l /repeated on alinity 2=137 mmol/l. Laboratory reference range for sodium=136 to 145 mmol/l . There was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6); 43yrs old female patient; sid (B)(6); 71yrs old female patient. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.